Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device was found in standby mode upon interrogation in (B)(6) 2018 and re-initialized. It had already been re-initialized in (B)(6) 2016 after switching in standby mode.

Manufacturer narrative:
Please refer to the attached intermediate analysis report.

Event description:
Reportedly, the subject device was found in standby mode upon interrogation in (B)(6) 2018 and re-initialized. It had already been re-initialized in (B)(6) 2016 after switching in standby mode.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject device was found in standby mode upon interrogation in (B)(6) 2018 and re-initialized. It had already been re-initialized in (B)(6) 2016 after switching in standby mode.